Event description:
A patient reportedly contacted physician due to one touch basic meter not powering on. Patient's doctor was not available. Patient reported having symptoms of blurry vision. Patient was unable to test on the meter. There is no blood glucose readings. Patient was not treated at this time. No further information has been reported.